Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via outreach survey of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 27 mg/dl. The wife stated that her husband was given oj and cookies for the 15-15 rule. The customer's wife was advised to call back to troubleshoot with her husband.